Event description:
It was reported that a malfunction occurred with the customer's insulin pump, labeled as malf 1, but there was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, as it could not be reset. The customer agreed to use a backup insulin pump temporarily.